Event description:
The original centrifugal pump system (scp) drive on the stockert siii pump located in or1, displayed error message e75. The message was seen at the rpm section of the module. The vendor rep. Was immediately notified of the error code: e75 and came to replace the unit. The vendor rep. And the perfusionist were able to change out the component (scp drive) after bypass had ended. The defective scp drive was replaced with a different scp drive. Biomed was notified that the component was taken out of service and the component replaced.====================== manufacturer response for pump, cardiovascular, tubing clamp, stockert siii electronic remote controlled tubing clamp (erc).======================manufacturer states pump controller was defective.